Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds and an increase in pacing impedance. The device was reprogrammed and the patient would be monitored closely. No patient symptoms were reported.